Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Additional product codes for this report include hwc. Device was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4)- manufacturing date: november 4, 2014 - expiry date: october 1, 2024, no non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: the investigation summary is a translated conclusion from previous document. The investigation summary is a translated conclusion from previous documents. A DHR- check was performed, with the result, that there were no abnormalities or ncrs in the manufacturing process which could be the root cause for the complaint failure. All key parameters were evaluated by measurement investigation results¿, with the result, that all parameters meet the specifications. Based on these investigations and since the failure is not replicable the complaint is not confirmed. From a manufacturing point of view, the complaint is rated as not valid (because there could not be found a deviation in the manufacturing process and all measured key parameters are within the current requirements). No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Verbiage from results and conclusion were omitted on previous fu(1). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was reported: no further information is available for plate part number and lot number. It was not reported why the screw could not be inserted in spite of the surgeon¿s many attempts. The surgeon commented there might be a problem of self-tap of the screw or the engagement ability of the driver he/she used. (The driver which the surgeon used is unknown). No clinical information is available.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgeon attempted to implant a titanium locking screw into the patient¿s bone, but was not successful despite efforts to drill (with a suitable drill) it into the locking hole of the plate shaft. The surgeon ultimately used another screw to complete the procedure. A twenty (20) minute delay was noted. This report is 1 of 2 for (B)(4).